Manufacturer narrative:
The technician found the brake cable jammed under the bent stiffener plate and the top of the brake block was broken. He replaced the stiffener plate, bearings, top and bottom of the brake block and adjusted the brake/steer to repair the bed.

Event description:
The account alleged the brakes are not holding on the bed.